Event description:
This lead was explanted and replaced due to high impedances greater than 2500. The lead had switched to unipolar. No adverse events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.